Event description:
It was reported that: during closure after a ten hour multilevel back surgery, the pt suddenly became bradycardic and required resuscitation. Blood gases were normal and there was no malfunction of the anesthesia equipment. The surgery was to correct scoliosis. The pt remained in ICU, on a ventilator for several days and subsequently died.